Manufacturer narrative:
(B)(4). Evaluation summary: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted

Event description:
The facility reported a flo-gard infusion pump that presented an f-2 alarm. It is unknown when or in which care area this event occurred. It was stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-2 alarm was confirmed by baxter service personnel. The assignable cause was determined to be the safety clamp being out of range. The safety clamp was reset by service to correct this condition. Should relevant additional information be received, a follow-up medwatch will be submitted.